Manufacturer narrative:
One device was returned for analysis in used condition. When turning on the pump error code 45639 shows on the display. Visual inspection found the downstream occlusion (dso) seal had cracking throughout. The dso seal was replaced. The cause of the error code was identified to be the printed wire assembly (pwa). The pwa was also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the knob won't turn, and errors when turned on. There was no patient involvement. Device evaluation revealed the pump showed error code 45639 on power up.